Event description:
It was reported that after a procedure with a polarx catheter, prior discharge a patient suffered a stroke. The condition of the patient is unknown. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a procedure with a polarx catheter, prior discharge a patient suffered a stroke. The condition of the patient is unknown. The device is not expected to be returned for laboratory analysis, it was disposed. It was further reported that the patient was verbal by the end of the day and mobile the next day and improving. CT was negative, no further updates available. Air ingress at the end of the case was suspected, but uncertain.